Event description:
Facility alleges a blood leak occurred at the start of a dialysis treatment. Dialysis was discontinued and blood was not returned to the pt. Estimated blood loss-200 cc. Blood loss was due to the blood left in the dialyzer and blood lines when discarded. No serious injury reported as a result of this incident. This event involved one pt.